Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user changed a cd 23'-6 mm infusion set prior to breakfast and subsequently experienced hyperglycemia, with blood glucose rising from 236 mg/dl pre-meal to a peak of 425 mg/dl after consuming a cappuccino and a sausage, egg, and cheese croissant while using the ilet. Symptoms included elevated blood glucose. Outcomes included continued monitoring with blood glucose trending downward from 425 mg/dl to 398 mg/dl, then to 315 mg/dl, and later to 255 mg/dl without hospitalization. Investigation included troubleshooting and education, with guidance to allow additional time for the ilet to reduce glucose and continued observation. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.